Event description:
It was reported the needle stuck in the patient's breast. The doctor turned the thumbwheel and was able to jiggle the needle out of the patient's breast.

Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. There did not appear to be a manufacturing related cause for this event. The returned sample was evaluated. The sample evaluation performed showed no device mechanical malfunctions. The returned biopsy probe showed no damage in the needle assembly and specimen collection notch that could impede its capacity to perform the biopsy. No loss of vacuum or expelling force was found after sample testing. The complaint could not be confirmed as stated.